Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the purple tubing kept collapsing during the hysteroscopy phase, and the physician was unable to attain adequate distention. Tissue was observed on the end of the sheath and the patient's uterus was only 3-4 cm in length. The physician perforated the uterus with the sheath. The perforation was confirmed using a different hysteroscopy technique, however no treatment was required. The procedure was aborted. The patient's current condition is reported to be fine.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.